Event description:
According to the rptr, the gutta percha was placed into her tooth following a root canal procedure. The dentist who performed the procedure was aware of the rptr's latex allergy. The night after placement of the gutta percha the rptr began experiencing signs/symptoms she attributes to the substance. The rptr's face began to swell and she experienced pain in her face, jaw, and mandible. She later developed bell's palsy. The implanting dentist treated her for an infection with antibiotics. According to the rptr, the only treatment provided by the implanting dentist was course after course of antibiotics. When the rptr's symptoms began to worsen, she consulted with other healthcare professionals including dentists and med dr's including a "latex allergy specialist." She found two dentists who informed her that the gutta percha did indeed contain natural rubber proteins. Upon first contact with the co, the rptr was informed the product does contain natural rubber proteins and is made from coagulated rubber from the rubber tree. The rptr again contacted the co and informed them of her latex allergy. She requested a list of ingredients in the gutta percha in order to guide her treatment. According to the rptr, the co, upon learning of her latex allergy, refused to cooperate. Finally, the rptr wad advised to have the tooth extracted. The rptr was reluctant to do so since the tooth was in the front of her mouth. After several more weeks of trying to treat the symptoms with "extra antihistamines" which provided little relief, the rptr had the tooth extracted. The rptr states the infection has since cleared and the allergy type symptoms have improved. The rptr feels she was uninformed about the substance prior to implantation which lead to the many difficulties she experienced. She was also frustrated at the lack of cooperation/assistance provided by the co and the implanting dentist to correct the problem.